Event description:
It was reported the patient did not received adequate pain relief even though she had coverage of her pain areas. The physician decided to explant and replace the lead with a different model lead. The patient reported improved pain relief postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.